Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the stimulation was not hitting the right spots and needed an adjustment. The patient also reported that she had been charging more often as well for two weeks. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had to change the stimulation location due to an increase in pain. The patient also had to charge more due to an increased number. The patient met with a manufacturer representative and the issue was resolved.